Event description:
It was reported that the unspecified bd pen needle was unable to deliver medication. The following information was provided by the initial reporter: needle blocked.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver medication. The following information was provided by the initial reporter: needle blocked.

Manufacturer narrative:
H.6. Investigation: customer returned (2) open 4mm, 32g pen needles without the tear drop label, inner shield, or outer cover. Customer states that the needle is blocked. Both returned pen needles were examined and both exhibited a bent non patient end of the cannula. The remaining sample was able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle clog.